Event description:
Reportable based on device analysis completed on 08-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 34x2.75mm target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and stent struts in the distal and mid region were misaligned. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.